Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: 0002648920-2021-00163.

Manufacturer narrative:
(B)(4). Concomitant medical products associated products : unknown nexgen femoral, unknown nexgen articular surface. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01557, 0001822565-2021-01558.

Event description:
It was reported patient underwent a complete left knee revision approximately 2 years ago due to ongoing knee and hip pain, and fluid on the knee, which required aspiration on several occasions. Dates of aspirations are unknown.